Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed and pump appeared to be operating normally. Occlusion test could not be performed since customer did not have a clamp.